Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that that the right atrial (ra) lead dislodged several days after initial implant. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.